Event description:
I currently use an omnipod insulin pump. My omnipod malfunctioned this evening. The omnipod is my source of life and insulin. When I first went on the omnipod, I was promised that there would be 24/7 customer support for my product especially in the case of malfunctions. My omnipod went out tonight and malfunctioned. They have reps in the (B)(6) area. Omnipod's customer svc was terrible. They did not have customer svc reps available on weekends to address the issue with my omnipod or to replace the omnipod so I can receive insulin. They lack the customer svc back office and support to address situations when a customer has malfunctions with their omnipod. The malfunction was totally not my fault and I was told on the phone that my omnipod just died. They have no sys in place to address immediate replacement because it is the weekend. This is unacceptable. Juvenile diabetes is not a disease where you have the weekend off. Neither should their support when customers have serious equipment malfunctions. They should have sys where replacements are offered 24/7 when serious malfunctions arise and their pts need immediate help. Great technology, but horrific and dangerous customer support that is placing me in serious harm. They should have sys in place to deal with malfunctions so their pts are not harmed. Their svc should not change on weekends because I have a disease that must be managed 24/7. The FDA should not allow this level of recklessness and sloppiness.